Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case s MDR ID: 2134265-2016-09118. It was reported that guidewire tip detachment occurred. The target lesion was located in the proximal circumflex artery. A 3.50x12mm promus premier stent was attempted to be deployed but failed to cross the lesion. So, the physician did a series of consecutive balloon inflations using a 2.5 x 8 emerge balloon catheter. The 3.50x12mm synergy ii drug-eluting stent was advanced but also was unable to not cross the lesion. A pt2 wire was inserted for buddy wire support the previous non-bsc wire, the 3.50x12mm promus premier stent was then able to cross successfully and was deployed in the proximal circumflex artery. The obtuse marginal distal to the circumflex was ballooned. Post-deployment angiography of the artery was optimal, with a nice flow down the vessel. However, upon removing the two wires from the artery, the wires were caught up with the distal segment of the previously implanted stent. The pt2 wire was jailed against the wall of the artery while the non-bsc guide wire, which was the primary wire, was through the stent. Both wires were tangled together and lodged on to the previously implanted stent causing the stent to be foreshortened and compressed. The physician was able to remove the non-bsc wire and called for emergent surgery on the patient. Lastly, prior to the transport of the patient, the physician made one last attempt to remove the pt2 wire, but ended up separating the tip of the wire from its body. No patient complications were reported.